Event description:
It was reported during a surgical procedure to address a lead fracture, it was found one other lead had migrated. Patient also experienced pain at the ipg site. As a result, the entire system was explanted and replaced to address these issues. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.